Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. During retraction, the guide wire got stuck on the angiosculpt device . Rewiring of the lesion was required to complete the procedure resulting in prolongation of the case. Upon removal, the scoring element detached from the distal end of the balloon but remained intact at the proximal end. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. (B)(4). The angiosculpt device was returned for evaluation. Visual examination confirmed the inner member broke between the tip seal bond and distal bond. The distal end of the balloon was disengaged from the scoring element and the distal tip was slightly damaged. The proximal portion of the balloon was lodged inside the severely stretched transition tubing. The intermediate bond was damaged and the scoring element rings were exposed. The shaft was kinked at the distal end of the strain relief. The balloon was pulled out of the transition tubing and the marker bands were intact. All pieces of the angiosculpt device were accounted for. Based on the lab analysis, it is probable the user applied excessive exertion of force resulting in the inner member break. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The patient had in-stent restenosis (isr) in the sfa for both legs but the procedure was only focused on the right leg. The target lesion was approximately 26 cm long. The restenosis was found on a stented site of 12 cm bare metal stent overlapping a 14 cm drug eluting stent (des). The angiosculpt device was used for predilation. Due to the length of the lesion, the balloon was inflated 3 times to treat the whole lesion with satisfying angiographic results. During retraction, resistance was felt while pulling out the distal part of angiosculpt device. The angiosculpt device was retrieved but the guidewire was intact. Upon removal, the scoring element detached from the balloon and a kink was observed. The physician rewired the lesion to complete the procedure with a drug eluting balloon.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR